Manufacturer narrative:
This case is part of CAPA (B)(4) events identified as possible complaint related to valve re-intervention. No further event details were provided. This case is being reported to FDA in a conservative way, and no possible investigation will be performed at this time. Device not available for return.

Event description:
Based on CAPA (B)(4) investigation: this event refers to a memo 3d semirigid annuloplasty ring icv0972 - # 36 implanted on (B)(6) 2015. It was explanted and replaced with a carbomedis standard prosthetic heart valve, mitral m7-033 on (B)(6) 2016. No further event details were provided.